Event description:
On (B) (6), 2010, the patient's mother/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultralink meter is giving inaccurate erratic readings of "585, 217 and 250 mg/dl." On may 11, 2010, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. The patient manages her diabetes with an insulin pump. On (B) (6), 2010 at 10:51 am, the patient was feeling low and developed symptoms of "shakiness and hunger" after breakfast. She tested her blood glucose on the subject meter at "51 mg/dl" shortly after. Based on the lfs meter reading, the patient's teacher gave her a (B) (6). The patient's symptoms abated within the hour. At around 12:20 am, the patient obtained a blood glucose reading of "585 mg/dl." The patient's mother was notified shortly after. In response the elevated reading, the patient's mother increased her insulin dosage. Within 4 minutes, the patient tested again at "217 and 250 mg/dl." The reporter realized that the initial meter reading of "585 mg/dl" may have been inaccurately high at the time of concern. The patient's mother had the patient eat her usual lunch that day. According to the reporter, the patient did not develop any symptoms or receive any treatment for acute complication of diabetes as a result of the alleged inaccurate issue. During troubleshooting, the customer care advocate noted that the test samples were taken on the same approved test site. Based on statistical methodology, the calculated difference of these glucose results of "585, 217, and 250 mg/dl" exceeds the expected value of <=20% and/or <=20 mg/dl. This complaint is being reported as a malfunction due to the alleged inaccurate issue. There is no evidence that patient suffered a serious injury due to the product issue. The patient's symptoms preceded the onset of the alleged inaccurate issue. In addition, the patient's low symptoms correlated with the lfs meter reading at the time of concern. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.